Event description:
It was reported that the patient presented with skin erosion at the implanted device pocket site during follow-up in the clinic. The implantable cardioverter defibrillator (ICD) was explanted due to erosion. The patient was in stable condition throughout the procedure.